Event description:
It was reported that stent damage occurred. The 80% stenosed, 18x3 mm, containing a significant <=45 degree bend target lesion was located in a non-calcified and mildly tortuous left anterior descending artery (lad). A 3.00x20mm promus element drug-eluting stent was selected to treat the target lesion. Upon unpacking, it was noticed that the stent was "unsmooth" (lifted). The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found proximal stent damage whereby the proximal stent struts were bent distally. It was also noted that the hypotube was slightly kinked along its length. No other issues were noted with the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 18x3 mm, containing a significant <=45 degree bend target lesion was located in a non-calcified and mildly tortuous left anterior descending artery (lad). A 3.00x20mm promus element drug-eluting stent was selected to treat the target lesion. Upon unpacking, it was noticed that the stent was "unsmooth" (lifted). The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.